Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodgement. It was reported that a 2.5 x 15 promus stent was successfully implanted in the right coronary artery (rca). When they were trying to advance the 2.5 x 8 mm promus rx stent into the distal rca (proximal to the first stent), the 2.5 x 8 mm stent came off the stent delivery system (sds) balloon. Using another company's balloon, the stent was compressed against the vessel wall. No pt effects were reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the u.s. As its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast visible on the balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the marks. There were no kinks noted to the tip or to the inner member. There was no damaged noted to the sds. The tip seal length was measured and met mfg criteria. The tip seal length was 0.5 mm. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product was consistent with the reported info that the product was inserted into the pt anatomy, but not inflated. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The anatomical conditions were not reported, which may have aided in eval and determination of cause for the reported failure to advance. Analysis did not note any kinks or damage to the inner member or tip of the returned product. The tip seal length was measured and met mfg criteria. Analysis noted that the stent implant was dislodged and not returned, confirming the reported stent dislodgement. However, there were crimp marks between the markers of the balloon, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of mfg, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. In this case, it is possible that interaction with the previously implanted stent and/or lesion/anatomy may have contributed to the reported failure to advance and subsequent stent dislodgement. However, a conclusive cause could not be determined. The reported device embedded in vessel or plaque is a secondary effect of the reported dislodged stent that required a balloon to compress the dislodged stent against the vessel wall. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.